Manufacturer narrative:
An event regarding revision due to disassociation of a metal head from an accolade stem was reported. Clinician review of the medical records provided determined that the shell component was mal-positioned. The event was confirmed based on the clinician review. Method & results: device evaluation and results: not performed as the device, or photographs of the device were not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in absent anteversion and far medialization has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing corrosion between femoral head and stem taper leading to progressive metal substance loss with ultimately a fatigue fracture of the trunnion with catastrophic failure and metallosis requiring revision. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusion: the event was confirmed based on the clinician review. Clinician review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in absent anteversion and far medialization has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing corrosion between femoral head and stem taper leading to progressive metal substance loss with ultimately a fatigue fracture of the trunnion with catastrophic failure and metallosis requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep submitted a per form with no event description to report a hip revision. Accompanying explant pictures reveal a stem with a sheared-off trunnion, a femoral head, and a poly liner with very evident wear at one point of its rim. Patient was revised to a restoration modular stem. Update (B)(6) 2018 ar: shell malposition was noted during clinician review.